Event description:
Pt had allergic reactions to disinfectant. Co tested the lot retained samples and found them to be within specs. Co queried source relative to the rinsing procedure that was employed by the clinic, and found that there seemed to be several anomalies in their procedure amongst which were recirculation of the priming solution as opposed to disgarding of same. When priming solution is not disgarded, the user runs a risk of having disinfectant passing into the blood compartment which would lead to a rebound condition; i.e., the disinfectant could be passed on to the pt when dialysis commences. A follow-up call was made on 8/19/96 to determine the outcome of the modified procedure. On 8/15/96 and 8/16/96, all went well but on 8/19/96, they experienced further minor allergic reactions. Co decided that a more comprehensive investigation was required, and therefore dispatched the technical manager to visit the clinic on the following day, 8/20/96. On 8/20/96 a comprehensive study was made on the whole rinsing procedure employed by the clinic, and prior to the visit, the clinic felt that their rinsing procedures needed to be written to reflect changes in the whole procedure. After the study was completed, co reviewed the new rinsing procedure. On that day, 8/20/96, and 8/21/96, the clinic proceeded to employ the new procedures suggested by co and MFR of dialysis system, and they found that the new system worked well. These new procedures will be written into their s.o.p.'s and all personnel will be trained appropriately. Co will follow up within a week to determine the clinic's progress.